Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. The customer had experienced high blood glucose level of 248 mg/dl. No harm requiring medical intervention was reported. The device will be returned for analysis.